Event description:
Rptr received telephone call from pt's wife to say she noticed that the bag of drug was "powdery white" and bag was dry/empty. Pt's son was instructed to properly disconnect pump and to flush intravenous catheter. Pt's son instructed to use chemo spill kit to clean area. Driver instructed to remove products.